Event description:
Reporter alleged discrepant blood glucose values of 172 mg/dl back to back with a result of 88 mg/dl when testing was performed 3 minutes apart on the advantage system. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. No actions or treatment was reported. A request was made for the return of the suspect product and replacement product was sent.